Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that the pump was replaced on (B)(6)2019 and the catheter was not replaced. The cause of the patient symptoms and volume discrepancy was not determined. The patient's symptoms had been resolved following the revision/explant. The pump was being returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1000mcg/ml at 209.8 mcg/ml via an implantable pump with simple continuous dosing for leigh syndrome. It was reported that one month after the pump was implanted, efficacy decreased and the baclofen dosage was increased by the physician. At the same time, the patient had constipation. The physician increased several times the dosage during the titration period. The patient went to the hospital on (B)(6) for the first refill of the pump. The expected residual volume was 3 ml and the actual removed volume was 16 ml. The patient was still spastic. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The event logs showed no motor stall and the alarms were not activated. A radiography of the catheter was performed on (B)(6) 2019 and no anomaly on the catheter was observed. The physician decided to revise the system and replace the pump and catheter on (B)(6). No further complications were reported and/or anticipated.